Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon cannot be fully inflated". Additional informaiton states that the iab catheter was removed and replaced. No patient injuy or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Upon return, the iabc bladder was noted withdrawn through the super arrow-flex (saf) sheath and the sheath was noted on the iabc bladder membrane. Liquid blood/fluid was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the iabc bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer submitted photos were reviewed. The photo shows the original packaging box. The photo shows the teleflex taiwan label on the original packaging box. The photo shows the original packaging label with the serial number and lot number information. The serial number and lot number noted in the photo matches the serial number and lot number reported on the complaint report. The photo shows the iabc in question within the original packaging tray. The reported complaint could not be confirmed from the review of the photos. The iabc bladder was noted withdrawn through the super arrow-flex (saf) sheath, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0067in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The bladder was loosely wrapped. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon cannot be fully inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/ alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the super arrow-flex (saf) sheath. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an inservice has been requested to review the IFU with the customer.

Event description:
It was reported "the balloon cannot be fully inflated". Additional information states that the iab catheter was removed and replaced. No patient injuy or consequence reported. The patient's current condition is reported as "fine".